Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that her insulin pump received a critical pump error alarm. Her blood glucose was unknown. She stated that the display screen showed an open book icon. She was advised that her insulin pump needs to be replaced. The insulin pump is being returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error alarm and unable to download due to moisture damage on the electronic assembly. Analysis was unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test due to critical pump error alarm. Moisture damage was also found on the motor, force sensor, and corrosion inside of the battery tube during visual inspection. No moisture damage found on the keypad assembly. The insulin pump was received with scratched case, case cracked behind the pump near the battery compartment, pillowing keypad overlay, and minor scratched lcd window.